Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an aviva meter, within 10 minutes: 180 mg/dl, 112 mg/dl, and 98 mg/dl, and on a different date, 218 mg/dl, 101 mg/dl, and 104 mg/dl. All tests were performed with the same vial of test strips. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was provided.